Manufacturer narrative:
It was reported that a patient with a thoracic fracture had undergone a procedure involving excelsiusgps to navigate and place screws. It was also reported that post-operative imaging confirmed that screws were accurate and no screws were found to be misplaced or have any clinical deficit. The patient unfortunately passed away the next day. However, upon review of the provided post-operative scans and implant plans, it was determined that the incident had no relation to the usage of excelsiusgps for this procedure. Additionally, a globus medical field service engineer was sent out to perform an accuracy and system check on the gps unit, which passed all tests and was left fully functional. Any applicable parts will be returning to the methuen imaging, navigation & robotics (inr) site and processed per nonconformance work instruction. As the incident did not have relation to the usage of excelsiusgps, there is no risk reconciliation to be performed for this case, and no associated failure mode.

Event description:
It was reported that at the hospital their elderly patient with a thoracic fracture. The patient was unwell and even had an issue during the surgery. Egps was used with e3d and all screws were executed. Unfortunately the next day the patient passed away. Post op imaging confirms screws were accurate but there were questions about the robotic case. No screws were found deviated to have a clinical deficit.